Manufacturer narrative:
Additional information was provided. Evaluation summary: the lens was returned positioned correctly in the lens case. There was no damage observed to the lens. The lens did not appear to have been removed from the lens case. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. The root cause of the complaint for "broken capsule" cannot be determined. There is no damage observed to the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative is reported that during an intraocular lens (iol) implant procedure, the capsule broke. Additional information has been requested.